Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that reprogramming was done for the sensing polarity on the lead. The patient is a participant in a clinical study.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (serial: (B)(6)); product type: 0235-ICD; implant date: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the extravascular (ev) lead, once the lead was connected to the device high/undefined impedance was observed across all vectors and noise was observed. The physician attributed this to air in the pocket and the procedure was completed. During the one-day post operation check high/undefined impedance was still present. However, the sensing values had recovered. A computerized tomography (CT) scan was performed. Mediastinal emphysema was confirmed, as well as a right-sided pneumothorax. Hospitalization was prolonged and "treatment" required. The lead remains in use. No further patient complications have been reported as a result of this event.